Manufacturer narrative:
The analysis during the repair of the product showed several problems: handpiece had a high debris level - this shows that it was not maintained according to the user instruction. Bearings have been worn and gritty - this is a direct result of the wrong maintenance. The chuck system was not able to hold the bur securely - also direct result of the high debris level. All 3 issues result directly in a higher inner friction af the moving parts in the head and hence an increase of the temperature. During a short test run the heat up was reproducible. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
While performing fillings to tooth# 18 & 20, patient was burned on tongue in 2 locations. Both burns were smaller than handpiece back cap. No ointment or medication was given to patient for burns.